Event description:
Procedure: laparoscopic cholecystectomy according to the reporter: the clip applier device failed to seal the vessel. The surgeon had to enlarge the incisions to stop the bleeding with surgical and a 10mm clip applier.

Manufacturer narrative:
(B)(4).